Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they suffered from severe hyperglycemia. The customer¿s glucose level was 375 mg/dl at the time of the incident. It was reported that after correction attempts, the customer¿s blood glucose elevated to more than 300 mg/dl, the customer changed the infusion set and the blood glucose normalized. The level of ketone was monitored and was elevated to 1.6 mmol/l during the event. The customer confirmed that they did not have any symptoms of diabetic ketoacidosis. The insulin pump will not be returned for analysis.